Manufacturer narrative:
Device received on the (B)(6) 2019 and analyzed on the (B)(6) 2019. As discussed during visual inspection, there is no need to reopen the complaint as the root cause is the same.

Manufacturer narrative:
Batch review performed on 15 may 2019. Lot 124662: (B)(4) items manufactured and released on 09-jan-2013. Expiration date: 2017-11-30. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported event. Preliminary investigation performed by r&d hip manager: preliminary investigation shows femoral neck deformation and scratches due to revision. Ha layer still intact on central and proximal part of the stem. Clinical evaluation performed by medical affairs manager: partial hip revision surgery (stem and head) occurred 4 years and 8 months after cementless total hip arthroplasty in a (B)(6) woman. Poor quality of images available doesn't allow a proper clinical investigation. However, bone alterations are visible around the stem, especially in the proximal regions, but it is not clear if they can be classified as radiolucencies or osteolysis. No conclusion can be drawn on the basis of available information.

Event description:
Revision surgery performed, 4 years and 8 months after primary surgery, due to femoral inflammation. The patient was suffering of pain. Stem and head were revised.